Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. It was noted that the atrial lead exhibited high capture thresholds and no sensing. The atrial lead was confirmed as dislodged into the ventricle. The lead was explanted and replaced to prevent re-using a lead with tissue attached to the helix and prevent the risk of future dislodgement. The patient was stable.

Manufacturer narrative:
Study box should have been marked.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.